Manufacturer narrative:
Suspect device received on august 20, 2024. Device evaluation completed on august 29, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smo ro mod pro boost gel 430cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2024 indicated that the patient also experienced bilateral ptosis. As a result, patient underwent bilateral short scar breast lift, bilateral capsulectomy, bilateral capsuorraphy, and bilateral implant replacement. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with a mentor memorygel boost, 430cc silicone, breast implant experienced bilateral capsular contracture unknown grade postoperative. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right side. Please see patient prior event in manufacturer report number: 1645337-2022-12600.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 19, 2024, indicated that the patient underwent bilateral replacements as follow: left sn: (B)(6) right sn: (B)(6) on (B)(6) 2024. The capsular contracture grade was IV bilaterally. Reason for device explant and/or reoperation: capsular contracture grade IV. Manufacturer¿s reference number: (B)(4).